Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set cannula bent events on (B)(6) 2024. The event occurred on the first day of use. The insertion site was at abdomen and patient also felt pain and skin irritation at the site. The blood glucose level at the time of event was 271 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.